Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr glidesheath slender was returned for evaluation. Visual inspection revealed no gross anomalies were noted with the sheath nor the dilator. The sheath was then subjected to leak testing. The distal end of the sheath was inserted into a 12 fr balloon. The distal end of the balloon was connected to a controlled air supply system. The 3-way stopcock (3wsc) was closed, and the air pressure was increased to 4.3 psi (equivalent to 222 mmhg). The setup was submerged underwater for approximately 30 seconds. No air bubbles were observed forming around the sheath hub. A dilator for investigational purposes was then inserted into the sheath, care was taken to insert the dilator exactly in the center of the valve to avoid any valve damage. This assembly was submerged in water, and air bubbles were detected for 30 seconds. Post leak testing, the crosscut valve was dissected from the sheath to observe for any damage which may have caused the leakage. Damage was observed on the valve leaflet that could be due to the use error of the off-center insertion of the dilator into the valve. No anomalies were found with the sheath inner lumen. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that off-center insertion of dilator into the valve damaged the valve leaflet. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved glide sheath slender sheath was damaged and the valve was leaking throughout the procedure.